Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 8.0 cm and 25.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the intercostal artery using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, the physician placed three smart coils in the target vessel using the microcatheter. While attempting to advance another smart coil through the introducer sheath, the physician experienced resistance; subsequently, the smart coil became stuck and would not advance any further. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.